Manufacturer narrative:
The lot number was not provided/known.

Event description:
The doctor indicated that the abutment screw was placed (B)(6) 2016 and it was reported loosened (not retaining the abutment) on (B)(6) 2017. There was not reported patient impact or delay in the procedure.

Manufacturer narrative:
One certain® gold-tite® hexed screw was examined visually by the naked eye for inspection. The screw was worn about the body and threaded region. The drive feature is worn and stripped. No lot number was provided therefore the DHR could not be reviewed. No definitive root cause could be determined. The reported loosening event is non-verifiable with the information provided.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00224 on may 12, 2017 no longer meets reportability criteria based on additional information provided by the customer. This case is related to a non-integration/loss of integration event. On sep 06, 2017, the customer clarified that they were unaware that the abutment screws needed to be returned in conjunction with the implant involved in the ni/li event for warranty. There is no reported issue with the abutment screw. This is not a complaint.